Event description:
The customer reported disconnection between the cfn pump set and an unspecified ICU medical microclave set. Cyclosporin was infusing and the disconnection resulted in a leak that got the patient's bed lines and pajamas wet. No patient harm or medical intervention occurred. No further patient/event info was reported.

Manufacturer narrative:
(B)(4). No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.